Manufacturer narrative:
Additional information was received regarding the reporters phone number. (B)(6). No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted as no lot number is available and a detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 12, 2017. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 16, 2015 (B)(4). Two cases associated with this complaint. A separate FDA form 3500a has been completed for the unknown a number of affected products with multiple possible lots associated with this complaint.

Event description:
End user reports "numerous bleeds from stoma due to film cutting into blood vessel." According to the end user he suffered a hemorrhage (date not provided) and was admitted to the hospital for over a week to monitor recovery. End user states that the pouch attaches perfectly to the wafer, however he cuts his wafers with his own template to attach over stoma. End-user states that there is a problem with the film and that once it is cut it appears to have a razor sharp effect and this is possibly the reason he has experienced cuts and subsequent bleeding to his stoma.